Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, the metal tip broke off and the aiming beam was shooting forward. The fiber was exchanged, and the procedure was completed utilizing the second fiber. Patient outcome: ¿ok¿; there was no patient injury reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the metal cap is attached to fiber; the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint "metal tip broke off" could not be confirmed; glass cap fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was further reported that the fiber issue were noted after 90,324 joules and 57 minutes of use.